Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the case was reported by an anonymous patient, we cannot contact her to obtain the authorization of contact her surgeon. No further information available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: for information: a surgical stapler (handle, charger, staple) brand covidien (B)(6) sas was used during the procedure. Transcript of attachments sent by the patient: extract of operative report - 13 apr 2015 - clinique des aubépines saint aubin sur scie - doctor lel indication: treatment of prolapse low route post hysterectomy fixation of the remaining cervix reduces the cystocele an anterior prosthetic interposition was planned given the young age of the patient and the good reduction of the cystocele by fixation of the cervix a richardson intervention: preparation of the surgical field according to the recommendations of the clin. Prophylactic antibiotic therapy survey according to the recommendations of the cnof and the sfar. Longitudinal incision of the posterior vaginal wall opening of the right pararectal fossa placing of an ethibond thread on the right sacrospinal ligament fixed by a protack then knotting of the thread to the torus uterium closure of the vagina with vicryl 0. Extract from a document entitled consultation of (B)(6) 2018 - (B)(6) dated (B)(6)/2018- doctor (B)(6). Spotting post coital[...] Breasts ras sp thread of sacrospinofixation d in expulsion, section of thread very to raz (2.5cm) tv ras prescription: [...] Extract from intervention report groupe médical des aubépines- (B)(6) - (B)(6)2019 - doctor (B)(6). Indication: patient treatment for colpectomy for granuloma documents delivered during the consultation of (B)(6) 2019 - informed consent - information cngof intervention: preparation of the surgical site according to the clin protocol. Prophylactic antibiotic therapy according to cngof and sfar recommendations. Colpectomy on granuloma attachments points with richter wires tensioning the vagina on allis' forceps the vagina is cut around the granuloma wide detachment of the vagina then closure after vicryl 0 advancement plasty in bursaries. Placement of a vaginal wick that will be removed by pacu bmr/bhre status: not affected transfusion: absence extract from hospitalization report from (B)(6) 2024- (B)(6) -urology service - (B)(6) hospital we have just met in multidisciplinary consultation mrs. (B)(6) we do not return to her clinical picture described below. As you will see in our conclusion, we believe spinal cord neuromodulation would be appropriate, which is why nus prescribed an imaging test. We would be grateful if you would refer the patient to the neuromodulation team nearest her home. We also think it necessary to consider infiltration of the piroform muscle, please refer the patient to the nearest team. The nantes team remains available in case of technical unavailability in your region. Hdm: pain appearing after prolapse surgery in 2015 but initially left (then swings right) therapeutic proposals consultation ( (B)(6)2023) - rehabilitation management with relaxation of muscles [...] - I insist on the extremely difficult use of opioids in a context of awareness-raising. - the patient can perhaps approach the pain center closer to home to consider this withdrawal - local treatment of vulvar lesion. Antecedents: - 2014: sub-total laparoscopic hsyterectomy -2015: vaginal prolapse with richter on the right side (cro vu) - 2016: laparoscopy for endometriosis of the right ovary. - 2016: hemorrhagic complication surgery after endometriosis surgery-> bilateral oophorectomy + laparotomy appendictomy - 2018: surgery of granuloma of the vagina - 2019: recovery of richter's scar for section of a thread and colpectomy (granuloma on richter's spot). Caution: did not remove spinofixation - 2021:skin vulvectomy [...] -cervical dystonia (follow-up in neurology) symptomas: location: sacrum, right buttock, posterior left thigh and lateral left thigh, left inguinal fold characteristics: tingling ""like a cord stretching"", crushing, electric shocks, burning at the level of the throwing thigh. Permanent intensity: 5-6/10 average [...] Aggravating factors: support on the posterior side of the right thigh, unipodal support, mid, walking relieving factors: lengthened stability of painful symptomatology since last consultation may walk 10 minutes before having to stop. Gynecology dyspareunia [...] Psychological left: - beck depression inventory - beck anxiety inventory - pcl-[..] - pcs-cf expectations of the patient: decrease of painful intensity to 4/10 in order to be able to perform the activities of the daily musculoskeletal examination: increased lordosis and [...] Moderate to the right bilateral myo-fascial syndrome predominant on the right, pirifoma ++; internal obturator and of the square of the left lumbar. Positive coxal salvation, limitation of right femoral amplitude in internal rotation. Current tens treatment with vagal stimulation psychotherapy type emdr + [...] Prior treatment has done 15 seanacious kinesotherapy (not internally) + home stretching: no clinical benefit reported fascia-therapy: no benefit reported l4-l5 infiltration: no clinical benefit t12-l1-l2 infiltration: no clinical benefit duloxetine intolerance (urinary retention) conclusion: evaluation: mixed neurological and muscular pain - reevaluation pelvic MRI -therapeutic spinal MRI - muscular component: internal obturator muscle infiltration - neuropathic component: medullary neuromodulation to consider - proposal to divide daily activities (review adaptation strategies) attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Does ethicon have your permission to contact your surgeon, in the event that we would like to request more clinical information to be used for a product quality complaint investigation? 2. If so, please provide your surgeon¿s name and contact information and fill out the attached consent form? (Email address, phone number, address).

Event description:
It was reported by the patient that she underwent a vaginal prolapse surgery (cystocele) by a gynecologist on (B)(6)2015 and suture was used on the right sacrospinal ligament fixed by a protack. Back at home, the patient felt a pain in the lower back, on the left, bearable pain first, then that continued to worsen and spread to the buttock, then to the thigh and groin. This pain also passed and mostly to the right. A granuloma developed at the points of attachment of the thread of this sacrospinofixation and the patient had to be reoperated on in (B)(6)2018 and (B)(6)2019. The patient has vaginal bleeding and dyspaneuria and the pain has become disabling to the point that she can no longer sit or stand for a long time (more than 20 minutes) and has to use a cane to walk. The patient takes morphine to handle this pain. Despite numerous consultations and the desire to explant these 2 devices, urologists and gynecologists explained to me that it was too complicated. I have been recognized as disabled, whereas before this surgery, I was active. Additional information was requested.